Event description:
During preparation an angioplasty balloon, prior to being placed in the patient, it was noted that bubbles were coming form a hairline crack in the hub. The product was not utilized in the patient.